Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor ((B)(4)) with aseptic packing damaged. The event occurred during the procedure while the physician was unpacking the outer package. The procedure was completed with a replacement product available. There was no delay and no patient injury occurred.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 3974837 conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was not confirmed, as the catheter was not sent back in original packaging. No visible damage to the millar sensor, catheter, slight mashed areas on connector. The icp express passed with reading 499. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the catheter was not sent back in original packaging.